Event description:
The customer reported to olympus, a b30(scope communication error) displayed on their evis exera iii video system center and multiple 190 series scopes. Some scopes were attached to a different light source and displayed a b30 as well. There were no reports of patient harm associated with this event. This is report #1 of 3 due to multiple events reported. Reference report patient identifiers (B)(6) and (B)(6) for additional events reported.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer tried to identify all the scopes that had an issue and started by cleaning the connectors and trying them all in the room that worked, and then trying them in the original rooms. The customer then reported that the issue was due to the two scopes and not the subject device. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, according to the customer, the issue was the scope, not the light source, and the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.